Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and non-boston scientific leads developed an infection. The patient underwent laser lead extraction and after the right ventricular (rv) lead was removed, the patient's blood pressure dropped and they coded. The patient was unable to be resuscitated and died. The device is not expected to be returned.